Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein two of the patient's leads were removed and a new lead was added to address the pain.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer report numbers 1627487-2019-12051, 1627487-2019-12053, 1627487-2019-12055. It was reported that the patient was experiencing pain in the lead location while therapy was on. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the physician cut two of the patient's leads. As it is unknown which leads were cut, all leads are being reported.